Event description:
The MFR was telephoned on 10/2/96 by a user facility and informed that one pt had been mis-medicated as the result of a user error of one of the devices made by MFR. User facility reported that no pt injury resulted from the mis-medication. According to the usaer facility, a staff member applied a telemetry transmitter to a pt and failed to follow procedure to verify the correct frequency and ID number according to device labeling. This error resulted in one pt's ECG data becoming temporarily confused with that of another nearby pt. The error was corrected by the user facility staff. Frequency of event statement: this is the first instance of a customer complaint of this kind reported to MFR. Severity of event statement: MFR is unaware of any rating or classification scale in which to rank or quantify the severity of a user error event of this kind.